Event description:
On (B) (6) 2010, the pt was tested with the gore tag thoracic endoprosthesis for an aneurysm in the aortic arch intentionally covering the left subclavian artery. During ballooning, the device moved proximally covering the left common carotid artery. A bard fluency graft was deployed to maintain left common carotid under perfusion and the chimney technique was performed. A second gore tag thoracic endoprosthesis was implanted and the aneurysm was excluded and the left common carotid artery had adequate blood flow. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records is being conducted. Images have been requested.